Event description:
U no further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures exhibits signs of use (nicked or gouged) and the dovetail feature is flared and compressed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in persona the personalized knee surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI #: (B)(4). Foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that total knee arthroplasty was performed; upon surface insertion, the surgeon felt that lateral of mc 10mm surface could not be firmly inserted to the tibia component even if he impacted it several times. Another articular surface was used to completed the procedure. Attempts have been made and no further information has been provided.